Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual yet stable increase in shock impedance over the past year. It was noted that the patient explicitly received a blow to the device (B)(6) 2020 (2 years ago) but there is no indication or a direct relationship. It was noted that currently the increasing defib impedance remains within expected/accepted specifications. The rv lead remains in use. No patient complications have been reported as a result or this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).